Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures but did find internal shorts due to the inner coil being over-torqued at the connector region. Visual inspection did not reveal any anomalies on the lead body. X-ray examination found the inner coil to be over-torqued at the connector region consistent with procedural damage. The cause of the reported events was isolated to the procedural damage found at the connector region.

Event description:
During the initial implant procedure, loss of capture and loss of impedance measurements were observed on the right ventricular (rv) lead. This continued after the lead was repositioned. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.